Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. No video issues were observed during the burn-in testing. The system passed all testing with no errors. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that both monitors were flickering. The medtronic representative (mr) directly connected from the computer to each monitor and they would continue to flicker. There was no noticeable damage to the dvi cable from the computer. The mr resat both video cables going into the back of the monitors and the issue was not resolved. The issue was discovered while installing the software and there was no patient present.